Manufacturer narrative:
Other devices listed in this report: cat. No.: 06-2600, c-taper cocr lfit head 26mm/0, lot code: mnpkp6; cat. No.: uh1-46-26. Uhr bipolar 26x46mm, lot code: mlpj63. Review of the device history records indicate 10 devices were manufactured and accepted into final stock on 17-nov-2014 with no reported discrepancies. Review of the complaint history showed that there have been no other events for the lot referenced. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Implanted.

Event description:
It was reported that on (B)(6) 2015 after an operation, patient cannot get out her bed and left upper limbs weakness. On (B)(6) 2015 patient unable to change position in bed and leave her bed. Rash appears on legs and upper limbs from time to time. In (B)(6) 2016, 85% of the base of patient's brain necrosis. The patient has a disability card now.